Event description:
During pre-use checkout of ventilator circuit, the pt connector was found to be partially occluded by plastic mold overflow. Rt tech was unable to complete ventilator checkout procedure due to high pressures. Circuit was replaced.